Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication data failed to appear on the patient's profile. A technical support specialist (tss) logged into med bank (myq) link to investigate and identified that the medications in question were not currently stocked in the cabinet. The tss explained the customer that the medications not stocked in the cabinet would not appear on the patient's profile, which clarified the issue. The system functioned as intended after the technical support specialist investigated the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux had meds that were not stocked on the cabinet will not show on the patient's profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.